Event description:
Pt was revised to address severe poly wear resulting in osteolysis and erosion of the proximal tibia.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 16 years ago. Examination of the submitted tibial bearing confirmed polyethylene wear. The investigation could not identify any one root cause of the polyethylene wear as preferential loading of the femoral component onto the bearing and the length of time implanted (16 years) in combination with the reported pt athletic activity level are all possible contributing factors. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.